Event description:
It was reported that during the procedure, the lead began to heat up and "burn" upon contact with the device. The machine was turned off, and the lead was replaced before resuming the procedure. The duration of the procedure was extended. There was no report of patient complications.